Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar laminectomy surgical procedure it was observed that the attachment device was not letting the drill bit through. The reporter stated that it looked like there was something wrong with the bearings. It was reported that there was no delay in the procedure as an identical spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device was not letting the drill bit through was confirmed. An assessment was performed on the device which found that the device failed cutter insertion as the cutter could not be fully inserted into the device. During repair it was observed that the bearings were worn out. It was determined that the failed cutter insertion was caused by the bearings being worn out and loose-creating a situation where the cutter is not able to be inserted. The bearings are no longer in axial alignment and do not allow the cutter to pass through. The assignable root cause was determined to be due to component damage from normal use and servicing over time. It was determined that the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.